Manufacturer narrative:
Correction - please refer to h6 results code. The reported event could be confirmed with the provided images. With the available medical notes, a formal medical opinion was sought: with the provided information in the medical notes, it is difficult to determine the cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning of (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from (B)(6) 2023 to (B)(6) 2023.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged event. The received nail is broken from the webs of the proximal lag screw hole. Severe drill marks were found at the lateral entrance of the hole majorly along the anterior web on the distal & proximal portion of the nail progressing inward through towards the medial end. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge on the anterior web. The breakage pattern resembles breakage in a fatigued manner, evident by visible lines of rest, relatively smooth breakage surface on the initiation side, and abrupt features on the other side. The breakage was initiated in a fatigued manner and broke instantaneously from the other side due to high tension and loading. Signs of heavy overloading were visible on the medial side of the nail which has deformed the nail by bending the material. We can also see misdrilling marks at the distal holes as the material is chipped off at the holes and deforming the material at that end. With the available medical notes, a formal medical opinion was sought: with the provided information in the medical notes, it is difficult to determine the cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique clearly warns the user: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced which may cause nail to fracture. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation no product related issue could be detected. The implants could finally not resist the applied force which finally led to the material overload/fatigue failure, we can also see misdrilling marks on the broken section of the nails which may have reduced the fatigue strength of the device leading to breakage. However, due to a lack of applicable radiographs, we cannot exactly say what caused this fatigue failure resulting in breakage of the nail. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning of (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from (B)(6) 2023.

Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning of (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from (B)(6) 2023 to (B)(6) 2023.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report h3 other text : device disposition is unknown.

Manufacturer narrative:
Correction: please refer to section d9 the device was returned and is awaiting inspection.

Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning on (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from on (B)(6) 2023.